Manufacturer narrative:
Siemens filed initial MDR 2517506-2025-00016 on 03-feb-2025. Additional information (12-mar-2025): in addition to the service activities mentioned in the initial report, the customer service engineer (cse) inspected the integrated multisensor technology (imt) module, replaced x2 tubing, x-tubing, and imt waste tubing, performed multiple imt pump alignment to confirm the stable pump rate, which recovered in range. Further, the cse performed calibration and precision, which recovered acceptably. The customer ran quality control (qc) which recovered acceptably. Siemens evaluated the event and concluded that the flow issue through imt potentially contributed to the falsely elevated sodium (na) results. The component codes and investigation conclusions code in the h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated sodium (na) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system. The quality control (qc) was acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the integrated multisensor technology (imt) pump head and rotary valve seal, flossed the imt rotary valve and tower ports, backflushed the imt port, and imt was calibrated. The customer ran qc which recovered acceptably. The cause of the falsely elevated na results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated sodium (na) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate dimension exl with lm integrated chemistry system. The repeat results recovered lower than the erroneous results and were in line with the patient's history. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na results.